Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to needed a new programming capability. The patient was doing well postoperatively and the explanted ipg was discarded by facility.